Event description:
The pt received his/her scs system on (B)(6) 2009. It was reported that one lead had very high impedances; both leads were tested individually and had valid readings. The alleged problem was with the ipg which was replaced and returned for evaluation. No further information is available.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Analysis of the device found the device had no output as a result of the connector between the two power circuit boards came unseated. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.